Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that is "broken". This condition had the potential to interrupt delivery. It is unknown when this event occurred, but it was discovered in the biomed department. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that is broken was not confirmed nor reproduced during product evaluation. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.03.00. A service history review revealed no previous service events were related to the reported condition.